Event description:
A us distributor returned a monitor indicating that the response buttons were defective.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons defective) has been confirmed. Upon eval, the rear response button was defective. The cause of the defective rear response button is a defective switch. The root cause for the defective switch cannot be positively identified. No adverse event resulted from the defective response button switch.